Event description:
It was reported the pt is experiencing ineffective/overstimulation after multiple reprogramming sessions (at the time, effective stimulation was obtained). The pt has been advised to consult with the physician regarding the issues.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.